Event description:
A medtronic representative reported that, while in a procedure, the site experienced rhythmic intermittent tracking of the dynamic patient reference frame. All other instruments were tracked without issue. In trouble-shooting, the medtronic representative confirmed that all electrical systems and operating room (or) lights were away from axiem, emitter and instruments. When checking em interface, drive and noise were good. When checking port 4, where the patient tracker was connected to axiem box, it only showed 2 good instrument coils. Moving the instrument to port 1, or moving the emitter, did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable. Return requested. Medtronic investigation of returned suspect skull mounted shunt kit finds that the tracker will not navigate. It shows red status and error: weak signal. 1 of 2 coils is open: coil #1 pins 3-4 open, coil #2 pins 7-8 293.0 ohms. Electrical failure - red status / no tracking. (B)(4) 2015 - medtronic representative performed training at the site: demonstrated how to troubleshoot axiem issues using emitter details.

Manufacturer narrative:
Device manufacture date was unavailable as a valid lot number was not provided. A medtronic representative went to the site to test the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. As previously reported, there was an electrical issue with tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿ on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.